Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an abnormal image and air or water leakages. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the monitor showed a black screen with no image, e218 scope error occurred and b31scope communication due to damage on the charged coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on the charged coupled device. Additional evaluation findings are as follows: water tightness was lost due to a pinhole on the video cable, deformation of video connector and deformation of video connector case; bending section cover had a scratch; adhesive on bending section cover had a chip; and label on the video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a definitive root cause of the reported issue could not be identified. The following information is stated in the instructions for use (IFU), inspection 3.8 inspection of the endoscopic system: "confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.